Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support through the cartridge fill and load process, ultimately completing the load process and resuming insulin delivery successfully.